Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 07: (B)(6) center. (B)(6) . History and physical. Recurrent prepyloric gastric ulcer. Sent for evaluation regarding operative intervention. Last esophagogastroduodenoscopy revealed a superficial nonbleeding 10 millimeter ulcer in the prepyloric region. A submucosal 15 millimeter mass was noted at the distal duodenal bulb. This was felt to be brunner gland hyperplasia. Social history: no tobacco or alcohol. Exam: 142 pounds. Abdomen is soft, nontender, bowel sounds present, no masses or hernias. Impression/plan: recurrent prepyloric ulcer; resection with antrectomy type procedure. (B)(6) 07: (B)(6) health systems. Lab. Wbc 10.7 (4.5-10.5); high. (B)(6) 07: (B)(6) center. (B)(6) . Discharge summary. Discharge diagnosis: recurrent prepyloric gastric ulcer. Procedures: vagotomy and antrectomy with billroth 1 reconstruction. Indications: for at least the past year, she has had difficulty with a nonhealing ulcer in the prepyloric region. Helicobacter pylori test was negative. Esophagogastroduodenoscopy on october 3, 2006 revealed a superficial non-bleeding 10-mm ulcer in the prepyloric region. A submucosal 15-mm mass was noted at the distal duodenal bulb. Hospital course: underwent the above procedure. Her incision was healing well with no signs of infections. Discharge home on (B)(6)2007. Follow up 1 week, okay to shower. (B)(6)07: (B)(6) center. (B)(6) . History and physical. Admission diagnosis: gastric outlet obstruction. History of present illness: underwent a vagotomy antrectomy with a billroth 1 reconstruction on (B)(6)9. Subsequently had difficulty with stomach emptying. Multiple studies revealed probable gastric outlet obstruction. Underwent endoscopy but was unable to visualize the anastomosis secondary to retained fecal particles. Admitted for bowel rest, esophagogastroduodenoscopy next week. Current meds: methotrexate. Exam: abdomen soft, non-tender, bowel sounds present, no masses or hernias, midline incision is well healed. Impression/plan: gastroparesis versus gastric outlet obstruction. Bowel rest, nasogastric decompression, endoscopy next week. (B)(6)07: st. Mary¿s health systems. Lab. Wbc 11.3 (4.5-10.5); high. (B)(6)07: st. Mary¿s health systems. Lab. Wbc 20.3 (4.5-10.5); high. (B)(6) 07: st. Mary¿s health systems. Lab. Albumin 3.0 (3.5-5.0); low. (B)(6) 20/07: st. Mary¿s health systems. Lab. Wbc 18.8 (4.5-10.5); high. (B)(6) 07: st. Mary¿s health systems. Lab. Wbc 18.0 (4.5-10.5); high. (B)(6) 07: st. Mary¿s health systems. Microbiology. Blood culture: no growth 5 days. (B)(6) 07: st. Mary¿s health systems. Lab. Wbc 14.9 (4.5-10.5); high. (B)(6) 07: st. Mary¿s health systems. Lab. Wbc 15.1 (4.5-10.5); high. (B)(6) 07: st. Mary¿s health systems. Lab. Wbc 15.5 (4.5-10.5); high. (B)(6) 07: st. Mary¿s medical center. Keith campbell, md. Discharge summary. Discharge diagnosis: gastric outlet obstruction. Procedures: roux-en-y gastrojejunostomy. Indications: underwent vagotomy antrectomy 01/07 with a billroth-1 reconstruction. Developed gastric outlet obstruction secondary to a narrowed gastroduodenal anastomosis. I recommended gastrojejunostomy to empty her stomach. Tolerated the procedure well. The wound was healing with no signs of infection. Upper gastrointestinal study revealed rapid emptying of contrast into the small bowel. Discharged home. Follow up in one week, okay to shower. 04/17/07: st. Mary¿s medical center. George a. Pliagas, md. History and physical. Recently underwent roux-en-y gastroenterostomy. Had previous gastric outlet obstruction. Last night developed nausea, vomiting and abdominal pain across the epigastrium. CT scan of the abdomen found small subcutaneous fluid collection measuring 2.2 x 5 cm. There was a little ventral hernia containing some fat in the right lower quadrant. Past surgical history: c-section, hysterectomy, roux-en-y gastroenterostomy. Exam: abdomen soft; upper midline incision with one layer that was draining. That was opened up, allowed to drain a little more and packed. The rest of the abdomen was soft, do not feel any herniations. Wbc elevated 16,000. Plan: admit, start levaquin. [Missing records: a record of the CT scan which showed ¿small subcutaneous fluid collection¿ was not provided.] 04/17/07: st. Mary¿s health systems. Lab. Wbc 16.1 (4.5-10.5); high. 04/18/07: st. Mary¿s health systems. Lab. Wbc 14.7 (4.5-10.5); high. 04/19/07: st. Mary¿s health systems. Lab. Wbc 12.2 (4.5-10.5); high. 04/21/07: st. Mary¿s health systems. Lab. Wbc 14.3 (4.5-10.5); high. 04/21/07: st. Mary¿s medical center. David harrell, md. Discharge summary. Discharge diagnosis: abdominal wall abscess. Summary: admitted for intravenous antibiotics for an abdominal wall fluid collection and abscess. This was drained. Currently abdomen soft, nontender, no further drainage, no cellulitis. Plan: localized wound care as directed, oral levofloxin [sic], follow up with dr. Campbell. 10/17/07: st. Mary¿s medical center. F. Neal peebles, md. History and physical. Has had several gastric procedures and revisions earlier this year. Has developed an upper abdominal incisional hernia and is admitted to have this repaired. There is some question of a hernia on the left lower quadrant as well. We plan to do a laparoscopic repair with lysis of her anterior abdominal wall adhesions. She understands that we will clear her abdominal wall and place synthetic material to cover the hernia sites. Habits: tobacco/alcohol use is none. Review of systems: she has lost weight after her stomach surgery; stabilized around 113 or 115. Medications: methotrexate. Exam: diffuse cutaneous neurofibromata. Abdomen is thin; large epigastric reducible incisional hernia. There is some fullness in the left lower quadrant. I cannot definitely appreciate a hernia in this area. Impression: abdominal ventral incisional hernias for laparoscopic repair. (B)(6)07: (B)(6) center. (B)(6) . Operative report. Preoperative diagnosis: ventral incisional hernias. Postoperative diagnosis: ventral incisional hernia with 8 x 13 centimeters epigastric ventral incisional hernia and a 4 x 5 centimeters left lower quadrant hernia. Procedure: laparoscopic lysis of adhesions and laparoscopic repair of incisional hernias. Type of anesthesia: general endotracheal. Clinical note: the patient is a 56 year-old female. She has had multiple abdominal procedures. She has neurofibromatosis. She is a chronic pain patient, but she has developed large epigastric incisional hernias and a left lower quadrant hernia as well. She is brought to the operating room to have these repaired laparoscopically. Findings: the patient had mainly omental adhesions to the anterior abdominal wall. The left lobe of the liver was adherent as was the middle. Some of the anterior aspect of the right lobe also. The adhesions were all lysed and taken down. The anterior abdominal wall was completely cleared and there were twin defects on either side of the midline in the epigastrium that together measured 8 x 13 centimeters oriented transversely. Also there was a small defect in the left lower quadrant just medial to the iliac wing and above the inguinal ligament. This was about 4 x 5 centimeters in greatest dimension. Prophylaxis: the patient received levaquin 500 milligrams IV in the hour prior to incision. Deep vein thrombosis prophylaxis-graduated compression stockings were used. Description of procedure: ¿with the patient on the operating room table under satisfactory general endotracheal anesthesia, the abdomen was prepped with betadine and draped in sterile towels and sheets in standard manner. It was widely draped, dried and covered thin with an ioban drape as well and then the lap drape was placed. A transverse incision was made on the right side laterally and carried down through the skin and the subcutaneous tissue muscular layers into the peritoneal cavity and self-retaining 10 millimeter trocar was placed and pneumoperitoneum was easily obtained to 15 mmhg pressure. The laparoscope telescope with attached video camera was introduced under direct vision a 5 millimeter trocar was placed along the right costal margin in the right upper quadrant and the 5 millimeter trocar was placed low in the right lower quadrant. The instruments were introduced. The above findings were noted. The adhesions were gradually taken down with mainly sharp dissection and the entire anterior abdominal wall was cleared. This took about 45 minutes. After we had done this, we assessed the size of the defects by placing a spinal needle through the anterior abdominal wall and then marking them on the outside of the abdominal wall on the ioban with a skin marking pen. We added a 3 centimeters circumferentially to each defect and determined to use a 15 x 19 oval patch of gore-tex dual mesh for the epigastric hernias and an 8 x 12 gore-tex dual mesh for the corners and trimmed for the left lower quadrant hernia. A 0 gore suture was used to place as quadrant sutures on the epigastric patch after it was marked for orientation. It was rolled and then introduced and expanded. The quadrant sutures were then brought through the musculofascial abdominal wall through small incision in the skin and subcutaneous tissue made with an 11 blade. All trocar sites and stab sites and sutured sites were infiltrated with 0.5% marcaine with epinephrine as they were made. All the quadrant sutures were drawn through and tied with the gore suture passer. A helical tacker was used to tack the edges of the gore-tex circumferentially shoulder to shoulder and then further musculofascial sutures were placed between each of the quadrant sutures. A 0 gore-tex was used and this was done under direct vision through small stab wounds and skin and subcutaneous tissue using the gore suture passer. Good coverage and repair was obtained. We turned our attention to the left lower quadrant defect. We put the quadrant sutures on the gore-tex and oriented it and introduced it and unrolled it and passed the quadrant sutures through the anterior abdominal wall well distant to the edges of the hernia and tied those and then we tacked the edges of the gore-tex down circumferentially with a helical tacker. Hemostasis was assured. Shed blood was sponged away. All sponges were removed. The pneumoinsufflation was resolved. All trocars and instruments were removed. The first trocar site was closed in layers with vicryl. The skin layers at the trocar sites were closed with clips. The other incisions were closed with dermabond. Sterile dressings were applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6)07: st. Mary¿s medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 05021143. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05021143) was implanted during the procedure. (B)(6)07: st. Mary¿s medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 05051608. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/05051608) was implanted during the procedure. (B)(6)07: (B)(6) systems. Lab. Wbc 14.3 (4.5-10.5); high. (B)(6)07: (B)(6) center(B)(6) . Discharge summary. Hospital course: taken to the operating room and underwent laparoscopic repair of her incisional hernia uneventfully. At time of discharge she was eating well, bowels were moving well, voiding without difficulty and her pain was controlled. Pain management was assisted by the pain clinic where she is a patient. I instructed her not to drive or do anything strenuous. Appointment in a week. (B)(6)08:(B)(6) medical center(B)(6) . History and physical. Developed an upper abdominal incisional hernia, was repaired laparoscopically last year. The hernia has recurred to the right side of the graft material. She is re-admitted to have this repaired again laparoscopically. She understands that we will clear her abdominal wall and place synthetic materials to cover the hernia sites. Past medical history: laparoscopic cholecystectomy, appendectomy, chronic pain issues, neurofibromatosis. Medications: arava, methotrexate. Exam: diffuse neurofibromatosis. Abdomen is thin and soft; recurrent incisional hernia to the right of the upper midline and right upper quadrant. No masses or other hernias are noted. Impression: recurrent incisional hernia for laparoscopic repair. (B)(6)08: (B)(6) center.(B)(6) . Operative report. Preoperative diagnosis: recurrent left incisional hernia. Postoperative diagnosis: recurrent left incisional hernia. Procedure: laparoscopic repair of recurrent incisional hernia with 20 x 19 centimeter gore-tex dual mesh ii. Type of anesthesia: general endotracheal. Prophylaxis: the patient received vancomycin one gram IV in the hour prior to the incision for antibiotic prophylaxis and graduated compression stockings for deep vein thrombosis prophylaxis. Findings: the patient had a large recurrence toward the left upper quadrant and a moderate amount of adhesions. No other abnormalities were noted. Description of procedure: ¿with the patient on the operating room table in the dorsal supine position, the abdomen was prepped with chlorhexidine and draped with sterile towels and sheets and an ioban drape. As we did the procedure, all incisions were injected with 0.5% marcaine with epinephrine as they were made. Initially a right lower quadrant incision was made for about 2 centimeters medial to the anterior iliac spine which was carried down through the muscle layers to the peritoneum and self-retaining trocar was placed. Pneumoperitoneum was easily obtained. The laparoscopic telescope with attached video camera was introduced and a 5 millimeter trocar was placed in the right upper quadrant and another 5 millimeter trocar was placed in the suprapubic area on the right. The instruments were reintroduced and all of the adhesions to the anterior abdominal wall and to the previous prosthetic material were taken down and we could delineate the hernia defect at that time. I used a spinal needle to place through the abdominal wall to outline the defect with the marking pen on the ioban drape and then added a 3 centimeter circumferentially to that for necessary patch that was a slight oval a 20 x 19 centimeters. An appropriate portion of gore-tex dual mesh ii was obtained and trimmed to the right correct size. Quadrant sutures were placed on it with 0 gore suture and the graft was rolled and introduced through the initial trocar site. The trocar was replaced. Pneumoperitoneum was regained. Instruments were introduced. The gore-tex patch was unfurled and oriented and then the quadrant sutures were passed through small stab wounds in the anterior abdominal wall and tied over about a 1.5 centimeter of intact musculofascial abdominal wall and then the edges of the gore-tex were tacked to the anterior abdominal wall with a helical tacker circumferentially around the edges almost shoulder to shoulder. Further musculofascial sutures were placed through small stab wounds in the skin and the subcutaneous tissue with two sutures equal distance between each of the quadrant sutures. This was placed with 0 gore suture as well. Good coverage was obtained. Hemostasis was ensured. All instruments and trocars were removed. The trocar sites were closed with clips. The other incisions were closed with dermabond. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 08: (B)(6) center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05475716. W.l. Gore & associates. Expiration date: 10/10/12. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05475716) was implanted during the procedure. 05/26/08: st. Mary¿s medical center. David harrell, md. Discharge summary. Primary diagnosis: recurrent incisional hernia. Procedures: laparoscopic ventral hernia repair with mesh. Summary: slow resolution of pain and ileus. Abdomen is sore but no peritonitis is noted. The hernia repair is intact. There is no sign of infection. Discharged home. Discharge instructions: follow up in 1to 2 weeks. No lifting more than 10 pounds. 09/11/08: st. Mary¿s medical center. Noi bill nguyen, md. History and physical. Chief complaint: abdominal pain. History of present illness: history of fibromyalgia, fatty liver, refractory ulcers. Status post antrectomy and bill roth 1 and subsequent revision with gastrojejunostomy, wound abscess. This was done in january 2007 by dr. Campbell. She has been having persistent diarrhea, weight loss, perhaps related to both dumping syndrome, small bowel overgrowth and bowel acid induced versus other causes. Diffuse abdominal pain; onset of two weeks, dull and sharp episodes, on and off, increased with food. Says it is similar to her peptic ulcer disease. Having mostly nausea with minimal vomiting. Bowel movements have been loose. She has had multiple abdominal hernia repair; october 2007 and also may 2008 by dr. Peebles. Social history: no tobacco or alcohol use; she used to work as a substitute teacher. Home medications: arava, methotrexate. Exam: 106 pounds. Abdomen soft; diffuse mild tenderness with no rebound or guarding, no evident masses, midline scar noted. Assessment/plan: abdominal pain of unknown cause. Suspect peptic ulcer disease, possible dumping syndrome. Consult gastrointestinal, obtain CT of the abdomen and pelvis. [Missing records: a CT scan of the abdomen and pelvis was not provided.] 09/13/08: st. Mary¿s health system. John m. Haydek, md. Procedure report. Esophagogastroduodenoscopy; sigmoidoscopy to the transverse colon. Preoperative diagnosis: nausea and vomiting with history of gastric surgery. Abnormal CT scan of sigmoid colon. Postoperative diagnosis: small sliding hiatal hernia, diffuse gastric erythema, nodular billroth 1 antral anastomoses, normal-appearing gastrojejunostomy and small bowel in both the duodenal and jejunal limbs. Flexible sigmoidoscopy normal to 80 cm with internal hemorrhoids. Impression/plan: signs and symptoms as above. Biopsies were taken; await results. There were no records between 09/13/08 and 12/16/13 provided. (B)(6)13:(B)(6) medical center.(B)(6) , md. Procedure report. Attempted upper endoscopic ultrasound. Preprocedure diagnosis: outside endoscopy with possible gastric submucosal mass. Postprocedure diagnosis: large amount of retained food within the gastric remnant, unable to perform endoscopic ultrasound. The patient had something solid to eat just four hours prior to this procedure. Will have her go on a liquid diet for at least a day prior to reattempting this at a later date. (B)(6)14: (B)(6) . Procedure report. Esophagogastroduodenoscopy (egd) and attempted endoscopic ultrasound (eus). Preprocedure diagnosis: abnormal x-ray showing mass at the gastrojejunal anastomosis. Postprocedure diagnosis: large amount of retained food; unable to perform endoscopic ultrasound (eus). In my opinion, we will be unlikely to clear the stomach remnant enough to image this area. Could consider intubating her and performing gastric lavage with a therapeutic upper endoscope. (B)(6) 14(B)(6) medical center. (B)(6) . Operative report. Patient¿s preoperative diagnosis: recurrent gastrointestinal stromal tumor (gist) of the stomach, also with perforation and infected abdominal wall mesh. Postoperative diagnosis: recurrent gastrointestinal stromal tumor (gist) of the stomach, also with perforation and infected abdominal wall mesh. Operation performed: exploratory laparotomy, extensive lysis of adhesions adding 2 hours to the case, partial gastrectomy and duodenectomy, as well as small-bowel resection, esophagogastroduodenoscopy (egd), placement of feeding jejunostomy, debridement of abdominal wall, and primary repair, the latter two by dr. Willie melvin, dictated separately. Attending surgeon for my portion: alexander parikh, md (present throughout the case). Resident: susan george, md. Anesthesia: general endotracheal. Estimated blood loss: 100. Fluids given: 3500 of crystalloid. Urine output: 925. Findings: included negative gross margins, no evidence of any diffuse disease. Egd with a wide-open prior roux-en-y gastrojejunostomy. Complications: none. Indications: she is a 63-year-old female, complex past medical and surgical history, history of neurofibromatosis as well as a gist that was resected in the past. However, had a positive margin. She underwent a billroth I anastomosis. However, this was obstructed from recurrent disease and then therefore underwent an additional roux-en-y anastomosis. She had recurrent disease which was biopsied and then perforated with placement of drains through the abdominal wall and abdominal mesh repair. She then presented with new recurrent disease, inability to eat very well, as well as infected mesh, and therefore was referred for resection. Details of procedure: ¿informed consent having been obtained from the patient, she was brought to the operating room, placed in the supine position, properly identified, and general anesthesia was administered. The abdomen was then prepped and draped in the usual sterile manner. Timeout was obtained. We went ahead and excised the scar and the old mesh __ [sic] the abdominal wall. We resected all the mesh and debris of the abdominal wall. We then lysed adhesions for about 2 hours. Eventually, we were able to get down to the stomach and via egd as well as palpation we were able to locate the recurrent gist tumor that was obstructing the billroth I anastomosis. We mobilized the duodenum. We then transected the proximal duodenum, being careful not to get near the ampulla, and then also resected the distal part of the stomach which had the gist tumor in it. This was done with the stapler, duodenum by bovie. The duodenum was closed in 2 layers, 4-0 pds followed by 3-0 silk lemberts, and the stomach again was stapled. The margins of this were negative. By scope, we then were able to identify the roux-en-y anastomosis, which was open. It was retroperistaltic as well as isoperistaltic. However, the roux limb was very short and therefore it would be difficult to redo it without redoing 2 additional anastomoses. The afferent limb, however, was very long and therefore we went ahead and shortened it, transected it near the stomach with an endo-gia stapler. At that point, the scope easily passed through the afferent limb into the jejunojejunostomy and therefore we decided to stop there. All the staple lines and the corners were oversewn with 3-0 silk lemberts. We placed omentum that was there over the duodenal stump as well as the gastric staple line. An 18-french biliary tube was then placed as a t tube as a feeding jejunostomy. This was placed distal to the jejunojejunostomy, anchored in place with 2-0 silk to the abdominal wall and the pursestring with a 2-0 vicryl. At this point, dr. Willie melvin went ahead and debrided the abdominal wall and closed it. This is dictated separately. She tolerated the procedure well. Was transferred to the pacu in stable condition. All sponge and needle counts were correct at the end of the case.¿ continued on attachment. - attachment: [event 41697 continuation h10.11.pdf]

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d17: appropriate term/code not available for ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (1930, 2242, and 3191: appropriate term not available for is being used for "exposed mesh and abdominal wall reconstruction") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2014 and not all records received in this time span are relevant to the three gore® dualmesh® biomaterial devices. ¿ medical records from (B)(6), 2008 through (B)(6) 2013 were not provided. Patient information: medical history: ¿ prepyloric ulcer ¿ gastric outlet obstruction ¿ ventral hernia with abscess ¿ fibromyalgia ¿ methicillin resistant staphylococcus aureus [mrsa] infection ¿ vancomycin resistant enterococcus [vre] infection ¿ neurofibromatosis surgical procedures: ¿ unknown date: laparoscopic cholecystectomy and appendectomy ¿ (B)(6) 2007: vagotomy and antrectomy with billroth I reconstruction ¿ (B)(6) 2007: roux-en-y gastrojejunostomy, gastrotomy with exploration and removal of vestibular bezoar ¿ (B)(6) 2007: drainage of abdominal wall fluid collection and abscess. ¿ (B)(6) 2007: laparoscopic lysis of adhesions and laparoscopic repair of incisional hernias. Implant: gore® dualmesh® biomaterial x2. ¿ (B)(6) 2008: laparoscopic repair of recurrent incisional hernia with 20 x 19 centimeter ¿gore-tex dual mesh ii.¿ implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2013: exploratory laparotomy with drain placement. ¿ (B)(6) 2014: exploratory laparotomy, extensive lysis of adhesions, partial gastrectomy and duodenectomy, small-bowel resection, esophagogastroduodenoscopy, placement of feeding jejunostomy, debridement of abdominal wall, and primary repair, exploratory laparotomy with excision of infected mesh and abdominal wall reconstruction with repair of ventral hernia, component separation; ¿infected mesh with exposed mesh and recurrence of a hernia in the lateral aspect of the mesh.¿ ¿ (B)(6) 2014: CT guided drainage of left anterior abdomen subcutaneous fluid collection ¿ (B)(6) 2014: CT guided drainage of left flank gas collection ¿ (B)(6) 2014: exchange of 14 french abscess drain relevant medical information: ¿ (B)(6) 2007: inpatient hospitalization. ? (B)(6) 2007: ¿recurrent prepyloric gastric ulcer. Plan: resection with antrectomy type procedure.¿ ? (B)(6) 2007: discharge. ¿underwent vagotomy and antrectomy with billroth 1 reconstruction. Incision healing well with no signs of infections. Follow up 1 week.¿ ¿ (B)(6) 2007 - (B)(6) 2007: inpatient hospitalization. ? (B)(6) 2007: ¿gastric outlet obstruction.¿ following billroth 1 reconstruction: ¿subsequently had difficulty with stomach emptying. Plan: gastroparesis versus gastric outlet obstruction. Bowel rest, nasogastric decompression, endoscopy next week.¿ ? (B)(6) 2007: discharge: ¿underwent roux-en-y gastrojejunostomy. Wound healing with no signs of infection. Follow up in 1 week.¿ ¿ (B)(6) 2007: inpatient hospitalization. ? (B)(6) 2007: ¿last night developed nausea, vomiting and abdominal pain across the epigastrium. CT scan found small subcutaneous fluid collection measuring 2.2 x 5 cm. There was a little ventral hernia containing some fat in the right lower quadrant. ? (B)(6) 2007: ¿admitted for intravenous antibiotics for an abdominal wall fluid collection and abscess. This was drained. Currently abdomen soft, nontender, no further drainage, no cellulitis. Localized wound care, antibiotics and follow up.¿ implant #1 and #2 preoperative complaints: ¿ (B)(6) 2007: ¿has had several gastric procedures and revisions earlier this year. Has developed an upper abdominal incisional hernia and is admitted to have this repaired. There is some question of a hernia on the left lower quadrant as well. We plan to do a laparoscopic repair with lysis of her anterior abdominal wall adhesions. She understands that we will clear her abdominal wall and place synthetic material to cover the hernia sites.¿ ¿diffuse cutaneous neurofibromata. Abdomen is thin; large epigastric reducible incisional hernia. There is some fullness in the left lower quadrant. I cannot definitely appreciate a hernia in this area .¿ implant #1 and #2 procedure: laparoscopic lysis of adhesions and laparoscopic repair of incisional hernias. [Implant: #1. Gore® dualmesh® biomaterial, 1dlmc04/05021143, 15cm x 19cm x 1mm thick, oval; and #2. Gore® dualmesh® biomaterial 1dlmc02/05051608, 8cm x 12cm x 1mm thick] implant #1 and #2 date: (B)(6), 2007 [hospitalization (B)(6), 2007] ¿ description of hernia being treated: ¿the patient had mainly omental adhesions to the anterior abdominal wall. The left lobe of the liver was adherent as was the middle. Some of the anterior aspect of the right lobe also. The adhesions were all lysed and taken down. The anterior abdominal wall was completely cleared and there were twin defects on either side of the midline in the epigastrium that together measured 8 x 13 centimeters oriented transversely. Also there was a small defect in the left lower quadrant just medial to the iliac wing and above the inguinal ligament. This was about 4 x 5 centimeters in greatest dimension.¿ ¿ implant size and fixation: ¿we added a 3 centimeters circumferentially to each defect and determined to use a 15 x 19 oval patch of gore-tex dual mesh for the epigastric hernias and an 8 x 12 gore-tex dual mesh for the corners and trimmed for the left lower quadrant hernia. A 0 gore suture was used to place as quadrant sutures on the epigastric patch after it was marked for orientation. It was rolled and then introduced and expanded. The quadrant sutures were then brought through the musculofascial abdominal wall through small incision in the skin and subcutaneous tissue made with an 11 blade. All trocar sites and stab sites and sutured sites were infiltrated with 0.5% marcaine with epinephrine as they were made. All the quadrant sutures were drawn through and tied with the gore suture passer. A helical tacker was used to tack the edges of the gore-tex circumferentially shoulder to shoulder and then further musculofascial sutures were placed between each of the quadrant sutures. A 0 gore-tex was used and this was done under direct vision through small stab wounds and skin and subcutaneous tissue using the gore suture passer. Good coverage and repair was obtained. We turned our attention to the left lower quadrant defect. We put the quadrant sutures on the gore-tex and oriented it and introduced it and unrolled it and passed the quadrant sutures through the anterior abdominal wall well distant to the edges of the hernia and tied those and then we tacked the edges of the gore-tex down circumferentially with a helical tacker. Hemostasis was assured.¿ ¿ (B)(6) 2007: discharge summary: ¿taken to the operating room and underwent laparoscopic repair of her incisional hernia uneventfully. At time of discharge she was eating well, bowels were moving well, voiding without difficulty and her pain was controlled. Pain management was assisted by the pain clinic where she is a patient. I instructed her not to drive or do anything strenuous.¿ implant #3 preoperative complaints: ¿ (B)(6) 2008: ¿developed an upper abdominal incisional hernia, was repaired laparoscopically last year. The hernia has recurred to the right side of the graft material. She is re-admitted to have this repaired again laparoscopically. She understands that we will clear her abdominal wall and place synthetic materials to cover the hernia sites.¿ implant #3 procedure: laparoscopic repair of recurrent incisional hernia with 20 x 19 centimeter ¿gore-tex dual mesh ii.¿ [implant: gore® dualmesh® biomaterial, 1dlmc06/05475716, 18cm x 24cm x 1mm thick] implant #3 date: (B)(6), 2008 [hospitalization (B)(6), 2008] ¿ description of hernia being treated: ¿the patient had a large recurrence toward the left upper quadrant and a moderate amount of adhesions. No other abnormalities were noted.¿ ¿the instruments were reintroduced and all of the adhesions to the anterior abdominal wall and to the previous prosthetic material were taken down and we could delineate the hernia defect at that time. I used a spinal needle to place through the abdominal wall to outline the defect with the marking pen on the ioban drape and then added a 3 centimeter circumferentially to that for necessary patch that was a slight oval a 20 x 19 centimeters.¿ ¿ implant size and fixation: ¿an appropriate portion of gore-tex dual mesh ii was obtained and trimmed to the right correct size. Quadrant sutures were placed on it with 0 gore suture and the graft was rolled and introduced through the initial trocar site. The trocar was replaced. Pneumoperitoneum was regained. Instruments were introduced. The gore-tex patch was unfurled and oriented and then the quadrant sutures were passed through small stab wounds in the anterior abdominal wall and tied over about a 1.5 centimeter of intact musculofascial abdominal wall and then the edges of the gore-tex were tacked to the anterior abdominal wall with a helical tacker circumferentially around the edges almost shoulder to shoulder. Further musculofascial sutures were placed through small stab wounds in the skin and the subcutaneous tissue with two sutures equal distance between each of the quadrant sutures. This was placed with 0 gore suture as well. Good coverage was obtained .¿ ¿ (B)(6) 2008: discharge summary: ¿slow resolution of pain and ileus. Abdomen is sore but no peritonitis is noted. The hernia repair is intact. There is no sign of infection. Follow up in 1-2 weeks.¿ relevant medical information: ¿ (B)(6) 2008: history and physical. ¿diffuse abdominal pain ; onset of two weeks, dull and sharp episodes. Status post antrectomy and bill roth [sic] 1 and subsequent revision with gastrojejunostomy, wound abscess. Abdomen soft; diffuse mild tenderness with no rebound or guarding, no evident masses, midline scar noted. Assessment: abdominal pain of unknown cause. Suspect peptic ulcer disease, possible dumping syndrome. Consult gastrointestinal, obtain CT of the abdomen and pelvis.¿ ¿ (B)(6) 2008: esophagogastroduodenoscopy; sigmoidoscopy to the transverse colon. Postoperative diagnosis: ¿small sliding hiatal hernia, diffuse gastric erythema, nodular billroth 1 antral anastomoses, normal-appearing gastrojejunostomy and small bowel in both the duodenal and jejunal limbs.¿ ¿ (B)(6) 2013: upper endoscopic ultrasound. ¿large amount of retained food within the gastric remnant, unable to perform endoscopic ultrasound. The patient had something solid to eat just four hours prior to this procedure. Will have her go on a liquid diet for at least a day prior to reattempting this at a later date.¿ ¿ (B)(6) 2014: esophagogastroduodenoscopy and attempted endoscopic ultrasound. ¿large amount of retained food; unable to perform endoscopic ultrasound (eus). In my opinion, we will be unlikely to clear the stomach remnant enough to image this area. Could consider intubating her and performing gastric lavage with a therapeutic upper endoscope.¿ explant #1, #2 and #3 preoperative complaints: ¿ (B)(6) 2014: ¿indications: she is a 63-year-old female, complex past medical and surgical history, history of neurofibromatosis as well as a gist that was resected in the past. However, had a positive margin. She underwent a billroth 1 anastomosis. However, this was obstructed from recurrent disease and then therefore underwent an additional roux-en-y anastomosis. She had recurrent disease which was biopsied and then perforated with placement of drains through the abdominal wall and abdominal mesh repair . She then presented with new recurrent disease, inability to eat very well, as well as infected mesh, and therefore was referred for resection.¿ ¿ (B)(6) 2014: preoperative and postoperative diagnoses: ¿recurrent gastrointestinal stromal tumor (gist) of the stomach, also with perforation and infected abdominal wall mesh.¿ ¿ (B)(6) 2014: brief history and findings: ¿this is a 63-year-old patient under the care of dr. (B)(6). With a planned surgical procedure (gastrectomy). The patient had also had multiple previous abdominal surgeries and had an infected mesh with exposed mesh and recurrence of a hernia in the lateral aspect of the mesh. The planned procedure for exploratory laparotomy and gastric surgery led to involvement with our service for assistance with reconstructing the abdominal wall. The risks and benefits of the procedure were discussed in detail with the patient and her husband. They expressed understanding and acceptance of the risks associated with the procedure and their questions were answered.¿ explant #1, #2 and #3 procedure #1: exploratory laparotomy, extensive lysis of adhesions adding 2 hours to the case, partial gastrectomy and duodenectomy, as well as small-bowel resection, esophagogastroduodenoscopy (egd), placement of feeding jejunostomy, debridement of abdominal wall, and primary repair, the latter two by dr. (B)(6) dictated separately. Explant #1, #2 and #3 date #1: (B)(6), 2014 ¿ ¿we went ahead and excised the scar and the old mesh __ [sic] the abdominal wall. We resected all the mesh and debris of the abdominal wall. We then lysed adhesions for about 2 hours. Eventually, we were able to get down to the stomach and via egd as well as palpation we were able to locate the recurrent gist tumor that was obstructing the billroth I anastomosis. We mobilized the duodenum. We then transected the proximal duodenum, being careful not to get near the ampulla, and then also resected the distal part of the stomach which had the gist tumor in it. This was done with the stapler, duodenum by bovie. The duodenum was closed in 2 layers, 4-0 pds followed by 3-0 silk lemberts, and the stomach again was stapled. The margins of this were negative. By scope, we then were able to identify the roux-en-y anastomosis, which was open. It was retroperistaltic as well as isoperistaltic. However, the roux limb was very short and therefore it would be difficult to redo it without redoing 2 additional anastomoses. The afferent limb, however, was very long and therefore we went ahead and shortened it, transected it near the stomach with an endo-gia stapler. At that point, the scope easily passed through the afferent limb into the jejunojejunostomy and therefore we decided to stop there. All the staple lines and the corners were oversewn with 3-0 silk lemberts. We placed omentum that was there over the duodenal stump as well as the gastric staple line. An 18-french biliary tube was then placed as a t tube as a feeding jejunostomy. This was placed distal to the jejunojejunostomy, anchored in place with 2-0 silk to the abdominal wall and the pursestring with a 2-0 vicryl. At this point, dr. (B)(6). Went ahead and debrided the abdominal wall and closed it.¿ explant #1, #2 and #3 procedure #2: surgical oncologic procedure performed by and will be dictated by dr. (B)(6). 3 [sic]. Exploratory laparotomy with excision of infected mesh and abdominal wall reconstruction with repair of ventral hernia, component separation. Explant #1, #2 and #3 date #2: (B)(6), 2014 ¿ findings: ¿after completion of his portion of the procedure, our team was called. A defect was created in the mid portion of the fascia where the mesh was excised, as well as on the lateral aspects of the abdominal wall where the mesh was excised. This was all reconstructed. Bilateral flaps were created to allow for primary closure in the midline with minimal tension. The subcutaneous flaps bilaterally were drained with two separate drains. Additionally, there was a right upper quadrant drain left by surgical oncology in the vicinity of the duodenal stump. Additionally, there was a j-tube brought through the abdominal wall traversing the space and the subcutaneous flap on the left side. All this increased the complexity of her abdominal wall reconstruction.¿ ¿ ¿a portion of the mesh been removed by dr. (B)(6). The remainder of the mesh in the abdominal wall was then excised bilaterally. There was chronic cavity infected granulation tissue that was excised and debrided. Fascial edges were freshened. There were multiple areas of retained gore-tex suture. Every effort was made to remove all the foreign body from the wound. Dr. (B)(6) team had requested that a drain be left in the vicinity of the duodenal stump. We had planned to bring it out separate from the planned subcutaneous space. Bilateral flaps were created, mobilizing the abdominal wall to the midline. These flaps were taken laterally to the anterior axillary line, above the costal margin, and to the level of the anterior superior iliac crest. This bilateral mobilization of the abdominal wall allowed for closure and apposition of the fascia to the midline with a minimal amount of tension and without change in the peak airway pressures, which were monitored throughout the procedure. Once the flaps were created, a 19-french round fluted blake drain was brought out through a right upper quadrant stab incision, making sure that the drain was away from the space that was created from the flaps. The tube was then left the vicinity of the duodenal stump. At this portion of the procedure the j tube (the t tube) was then brought through the left mid abdomen. Due to the extent of the mobilization of the flaps, we could not bring the j tube out more laterally and therefore it was traversing the subcutaneous space created by the flap. The jejunum was then pexed to the anterior abdominal wall at 3-point fixation to avoid pendulum volvulus. The area was inspected. As the fascia was then closed with interrupted #1 pds, the defects in the anterior abdominal wall to the right and to left of midline approximately 5 cm in size were closed transversely as the midline was then closed with the pds. Once the midline was completely closed, the surgeon's gloves were changed. The subcutaneous tissue was irrigated and meticulous hemostasis was achieved prior to closing the skin over the jp drains. Two jp drains were left in the right abdomen and left abdomen and brought out through two separate stab incisions.¿ ¿ (B)(6) 2014: pathology. ? ¿stomach, resection: gastrointestinal stromal tumor (gist), 2.5 cm in greatest dimension. The overlying mucosa is ulcerated and inflamed. The background stomach shows inactive chronic gastritis, no helicobacter pylori type organisms are identified; the background duodenal mucosa shows focal foreign body giant cell reaction.¿ ? ¿abdominal wall, resection: fragments of fibrovascular tissue with inflammation, necrosis and foreign body giant cell reaction. ¿ ? Gross description: abdominal wall: "is a red-yellow portion of soft fibrous tissue measuring 6.5 x 3.2 x 1.4 cm. Five unoriented spiral silver metallic clips are present within the specimen. One end of the specimen also has white sutures, which are unoriented as well. Sectioning through the tissue reveals a primarily homogeneous, firm, white fibrous cut surface. There is 1 area that appears to have a more firm texture, although no discrete masses are identified.¿ ¿ (B)(6) 2014: discharge summary: ¿CT of the abdomen and pelvis showed a left flank fluid collection, caused by leakage of contrast around the jejunostomy tube. A drain was placed by interventional radiology. J tube feeds were stopped and she was put on bowel rest with total parenteral nutrition. Was started on broad spectrum antibiotics. Cultures returned with methicillin-resistant staphylococcus aureus (mrsa), vancomycin-resistant enterococcus (vre) and yeast; infectious disease was consulted for treatment recommendations due to persistent leukocytosis and fever. She underwent a tube study on (B)(6) which showed a leak from the jejunostomy tube into the subcutaneous tissues in the left lower quadrant and repeat CT scan on (B)(6) continued to show a left flank gas collection which was drained by interventional radiology. Wound/ostomy was consulted to help manage the output from around the j tube side due to some superficial skin breakdown. J tube inadvertently fell out and an upper gastrointestinal study showed no evidence of contrast leakage at the anastomosis or the recently dislodged j tube. Diet was slowly advanced and total parenteral nutrition cycled off; white blood cells trended down. Evaluated by physical therapy/occupational therapy and deemed an appropriate candidate for transfer to a skilled nursing facility due to expected deconditioning and complexity of care. She was not accepted by any of the facilities and arrangements were made for home health instead.¿ conclusion: #2 gore® dualmesh® biomaterial (05051608) it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby two gore® dualmesh® biomaterial were implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: exposed mesh, mesh infection, mesh removal, abdominal wall reconstruction, small bowel resection, additional surgery. Additional event specific information was not provided.